Event description:
It was reported patient information from one monitor was displayed and available on another monitor. The patient was admitted to monitor 9 and it was noted the patient's name appeared on monitor 10, who had a very slow atrial flutter but the patient on monitor 9 was in normal sinus rhythm. The patient was then promptly moved back to monitor 9. The day shift nurse performed a review of the patient's ECG history and noted the slow atrial flutter, which resulted in physician notification. The physician ordered edoxaban and clopidogrel for paroxysmal atrial fibrillation. Upon handoff again to the night shift, the patient history was reviewed and it was noted the patient data from monitor 10 was present in monitor 9, so the medications were held and never administered. It was also noted the 'computer' was not functioning correctly at the start of the shift when the patient on monitor 9 was admitted, resulting in the mouse not turning off alarms or function. This was short lived and the device returned to normal functionality without intervention. The customer requested assistance reviewing the date and determining the timeline of the patient's movement between monitor 9 and 10. It was confirmed there was no harm but a near miss. The device was in use at the time, of the event.

Manufacturer narrative:
E1: reporter institution phone number: (B)(6)e1: reporter phone number: (B)(6)a philips remote service engineer (rse) interviewed the customer who reported the issue occurred between (B)(6) 2026 -(B)(6) in ward 2. On (B)(6) 2026 the day nurse in the bay reviewed this patient's history on his monitor and noticed the episode of very slow af/atrial flutter rhythm and escalated it to the ward doctors including the consultant. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.